Event description:
Reporter alleged the customer obtained a blood glucose result of 651 mg/dl which is outside of the numeric reading range of 10-600 mg/dl of the compact plus system. Reporter also alleged the result stored in the memory of the same system was 189 mg/dl. Reporter indicated he was experiencing some hypoglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.